Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced multiple alert 38 motor stall alarms on the ilet pump following an occlusion alert; after dismissing the occlusion, the user performed ¿fill tubing only,¿ then received consecutive motor stall alerts that required two pump restarts to clear, after which the user performed a dry run and a full supply change using cartridge lot 36308, connector lot 36315, and inset infusion lot 36919. Symptoms included hyperglycemia, with blood glucose reported as high on both the ilet and a fingerstick, and the user ate while disconnected from the pump during the occlusion. Outcomes included no reported hospitalization or long-term impairment, and the user was advised that the pump would correct glucose levels if no further occlusion occurred. Investigation included technical troubleshooting, user education, and guidance on supply replacement and system restart. Investigation of this case revealed consecutive motor stalls associated with an occlusion condition, resolved after restart and supply change, consistent with a device alarm for stalled motor and infusion set or flow-path resistance. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to identify a specific component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.